Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction 2017- 001- c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 07-jun-2018 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 12-jun-2018: distal cap - fixed type failed seal integrity inspection, passed dry leak test, primary operation channel excess glue at distal end, passed wet leak test, prism lens chipped, image mild spot. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscop's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: deflector body link, distal case/cap, o-ring(0.5x1.3), pcb for ccd k2 pb-free/ntsc. This is the first time pentax model ed-3490tk, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on 05-feb-2015. The endoscope was delivered to the customer on 19-jun-2018 under delivery order (B)(4).